Event description:
The (B)(4) indicated that approximately one week post index procedure, the patient (15-2) had a thrombotic event. The patient has no previous history of subarachnoid hemorrhage. The patient was admitted after recurrent endovascular treatment. The wfns was 0 and the mrs was 1. The location of the aneurysm was in the left middle cerebral. The aneurysm was sidewall, measuring 3.8mm sac height, sac width 6mm and neck of 5mm. A 22mm enterprise stent was placed at the site with a dual microcatheter placement. No balloon was utilized. Followed by placement of three non-cordis coils coils ultipaq : f57751, coils helipaq : f53231, & coils micrusphere: f50703. The procedure was stopped because treatment was achieved without an adverse event. There was a residual aneurysm. During the procedure the patient received heparin, and clopidogrel and aspirin pre, intra, and post-procedure. The mrs was 1 after the procedure. The one month follow-up indicated that the patient's mrs was 1, and reported the adverse event of thrombotic event occurring approximately ten days after the index procedure.

Manufacturer narrative:
Information was received via the from the (B)(4) database that approximately seven days post enterprise stent assisted coiling of a left middle cerebral artery (mca) sidewall aneurysm the patient had visual changes indicated as a thromboembolic event possibly related to the stent. It was indicated as not clinically significant with no treatment. At index procedure the patient had no previous history of subarachnoid hemorrhage. The patient was admitted with aneurysm recurrence after previous endovascular treatment. Baseline wfns was 0 and the mrs was 1. The aneurysm had a 3.8mm sac height, sac width 6mm and neck of 5mm. A 22mm enterprise stent was placed at the site with a dual microcatheter placement. No balloon was utilized. Three non-cordis coils (ultipaq f57751, helipaq f53231, micrusphere f50703) were then placed. The procedure was stopped because treatment was achieved without an adverse event. Residual aneurysm was indicated. During the procedure, the patient received heparin, and clopidogrel and aspirin pre, intra, and post-procedure. The mrs was 1 after the procedure; unchanged from baseline. The one month follow-up indicated that the patient's mrs was 1, and reported the adverse event of thrombotic event occurring one week after the index procedure. Approximately three weeks post procedure, angiography showed no issues with the right eye. Left eye showed micro-emboli in a nasal cilioretinal superior artery, missing any late infusion, but presence of an excess superficial retinal macular edema. The one month follow-up indicated that the patient's mrs was 1, unchanged from baseline. Thromboembolic events are known potential adverse events related to this type of procedure as sited in the instructions for use. Factors that may have contributed to the event include vessel characteristics as well as possible patient and procedural factors. The relationship of the event to the device cannot be determined; however, there is no indication of any relationship to the device design or manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Coils ultipaq: f57751, coils helipaq : f53231 coils micrusphere: f50703, and 2 microcatheters. Additional information will be submitted within 30 days of receipt.